Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, the device was not returned to edwards for analysis. The root cause for the stenosis and pannus cannot be conclusively determined at this time but it is likely patient related factors and progression of disease contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm bioprosthetic mitral valve was disabled via a valve-in-valve procedure after an implant duration of six (6) years, ten (10) months, thirteen (13) days due to moderate to severe stenosis. Intervention was performed with a 26mm transcatheter bioprosthetic valve. Per obtained medical records, the patient presented with congestive heart failure. It was noted there were no complications during the procedure and the mean gradient across the mitral valve was 3 mmhg. Transesophageal echocardiogram revealed a well-seated transcatheter prosthesis without perivalvular leak. The patient was transferred to the cardiothoracic intensive care unit in stable condition and was discharged on post-operative day three (3).